Manufacturer narrative:
Additional information: d10 analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23151. Related manufacturer reference number: 2017865-2020-23155. It was reported that the patient presented to the clinic with a pocket site ulceration which was determined to be a pocket infection. The physician explanted the patient's pacemaker and right ventricular (rv) lead. The atrial lead was unable to be explanted so the physician capped the lead during the same procedure on (B)(6) 2020. The patient was stable throughout.